Manufacturer narrative:
Batch review performed on 29 december 2025 gmk-hinge 02.09.0612h gmk-hinge tibial insert - size6 - 12 mm (k130299) lot 178890: (B)(4) items manufactured and released on 29-mar-2018. Expiration date: 13-mar-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about6 years 9 monthsfrom the primary, fhe patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.